Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileostomy closure procedure, there was no audible click or tactile feedback. The stapler was stuck in the patient after firing and could not be removed. The surgeon had to extend the anvil out further to get it removed from the patient, but the stapler came out and then the anvil detached from the stapler. The anvil fell into the patient cavity. The surgeon had to perform a proctoscopy to retrieve the anvil with a burlisher. Surgery time was extended over 30 minutes due to this product problem.